Event description:
It was reported there was high impedance during the procedure. No action was required as a result. The patient was going through a battery change. During intra-operative of the battery change, the impedances were rechecked with the new generator. Contact 3 was normal but contact c and 0 were high at 2,448. The left extension was removed from the generator and wiped down and reinserted but the impedance on c and 0 remained at 2.448. No further troubleshooting was done. The device was implanted to see if the impedances would resolve after stimulation. There were no patient symptoms and the status at the time of report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v603031, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead. (B)(4).